Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is gel bleed. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No observe gel bleed.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional reported "gel bleed." Device was explanted.